Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis. The front corner to the top of the case was observed to be chipped and the right plunger case was noted to be cracked upon visual inspection. The device history log was reviewed with noted multiple empty syringe and stop messages. Flow testing was then performed which confirmed the complaint. The pump was observed to go into syringe empty to stop. Based on the evidence the complaint was confirmed. The root cause was found due to user interface as the physical damage to the device.

Event description:
Information was received indicating that an invalid syringe size error occurred to a smiths medical medfusion 4000 wireless syringe infusion pump. There were no reported adverse effects.